Event description:
It was reported that during an unspecified surgical procedure "while the motor device was burring, it stopped working". There were no delays to the planned surgical procedure as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested which found that the device doesn't run displaying an e6 error. Therefore, the reported condition was confirmed. This was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.